Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the tip of two drill bit devices had broke. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. It was reported that none of the pieces of the product remained in the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device had broken tip was confirmed. An assessment was performed and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. The root cause of the customer¿s complaint that ¿cutters broke¿ was excessive lateral or side to side force. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.